Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, the pump speaker vents did not looked obstructed in any way. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.